Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the event was attributed to environmental conditions of the or at the time of mixing.

Event description:
Cement took unusually long to set up (17 mins). There was no adverse consequence for the pt or delay in surgery or anesthesia time.